Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Contact declined to provide any other details.

Manufacturer narrative:
It was also reported that customer is at "death's door due to diabetes". Contact did not provide any other information except that "a1c is coming down now". Reason for customer's condition could not be confirmed.